Event description:
Reporter stated that caller from facility reported that unit had underfilld final containers. This was based on comparing the programmed volume to the volume delivered display. The caller stated that unit would stop pumping on a station before the programmed volume was delivered, that the unit would go to complete without alarming. She did not have any specific information as to which stations had been involved. Which solutions or the volumes. No patient involvement. The unit was sent to product services for evaluation.